Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted: (B)(6) 2018; 5076-45 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within approximately three weeks post-implant, the pocket incision opened with possible infection noted. The patient was admitted with diagnosis of tamponade. Follow-up with the physician's office did not yield any additional relevant information. The entire system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.